Event description:
Another tampon in vagina [foreign body in reproductive tract], painful- vaginal [vulvovaginal pain], tampon was painful [medical device site pain], dry- vaginal [vulvovaginal dryness], tampon caused vaginal dryness [medical device site dryness], two tampons came out of one applicator [device physical property issue], took out the tampon and it was painful and dry [complication of device removal]. Consumer reported via email/letter/social media that two tampons came out of one applicator. No serious injury was reported.

Manufacturer narrative:
Investigation results on 21-apr-2021 showed no manufacturing cause. No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Another tampon in vagina [foreign body in reproductive tract]. Painful- vaginal [vulvovaginal pain]. Tampon was painful [medical device site pain]. Dry- vaginal [vulvovaginal dryness]. Tampon caused vaginal dryness [medical device site dryness]. Two tampons came out of one applicator [device physical property issue]. Took out the tampon and it was painful and dry [complication of device removal]. Consumer reported via email/letter/social media that two tampons came out of one applicator. No serious injury was reported.